Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer makes no noise wile try to recover and failed to close on health sight viewer and required maintenance. A field service engineer (fse) found that main full height drawer 6 was failing to stay closed. The station was powered down, and upon inspection, the magnet was found to have fallen out of the inseparable. The inseparable magnet was replaced, and after restarting the station, all tests passed with no further issues. The customer then recovered and tested the drawer, and all tests passed successfully with no additional problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cjwjmsupx1 main full height drawer 6 make no sound when user attempted to recover and failed to close on health sight viewer, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.